Event description:
It was reported that during an intervertebral disc procedure, the bur broke. It was also reported that another bur was available to complete the procedure. It was further reported that there was minimal delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was returned or eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.